Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the infusion set's tubing detached when the set was just about to be inserted. The site location was the patient's abdomen. The infusions were stored at the home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
On 23-sep-2020: follow up information was submitted to update health effect - impact code and result of complaint investigation of the of the returned used device (1 set) showed that all test results were within specifications. Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the infusion set's tubing detached when the set was just about to be inserted. The site location was the patient's abdomen. The infusions were stored at the home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.